Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 37791, product type recharger. Product ID 37761, product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the gray cord was broken/damaged on the recharger (insr) antenna. The patient asked how long it would take to mail the cord, because her ins was out of battery life. A replacement insr antenna was sent to the patient. No out-of-box failures or symptoms were reported. No further complications were reported/anticipated. Additional information received from the patient reported that they received the ins recharger antenna replacement, but the stimulator is still not charging. It was reported that the desktop charger connector pin was loose. The patient reported that connector pin broke off while trouble shooting. The patient reported not feeling stimulation due to inability to charge the ins. A replacement desktop charger was requested to be sent overnight to the patient. The patient stated that they have a loss of stimulation.